Manufacturer narrative:
As specified in the IFU, the utilization of the ankylos bonecondenser is only indicated in clinical situations presenting very soft bone which is a must for rotating application. Since the initial investigation revealed a bending fracture it seems to be very likely that the dentist used the instrument in a bone type with higher density. Furthermore, the bending fracture only arises in case of moving the instrument back and forth, which is not the recommended way of use. Investigation of the device involved showed no material defect. Therefore, because the event necessitated in medical/surgical intervention to preclude permanent (irreversible) damage to a body structure, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it was reported that the tip of an ankylos pilot bonecondenser broke in a patient's bone during utilization and had to be removed by use of a trephine drill. Subsequently the resulting cavity was augmented and therefore, the implant placement that was initially planned was postponed.